Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel implants, catalog # 350-3751bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and yellow material were observed within the device. White material was observed on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline breast implant, catalog # 3501645, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 300cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel implants, catalog # 350-3751bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.